Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081863.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. The device remains implanted and in service.